Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d8, h2, h3, h6, h11. The device was not returned to olympus for inspection, and the reported failure was not confirmed. A definitive root cause could not be identified. However, based on the results of the investigation, probable cause could not be identify as product not return. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No new additional information received form customer.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6) medical center. E1 - address 1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that for the generator, the active cord (a-cord) sparked. The issue was found during sedation for a therapeutic transurethral resection in saline (turis) procedure, that was completed with an olympus back-up device. There were no reports of patient harm.